Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the image did not appear because unexpected stress was applied to the cable by user¿s handling and the cable unit failed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4) checked the subject device and found that the reported phenomenon such as no image was caused by the failure of the camera cable, because the camera cable was twisted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the endoscopic image was not displayed, only color vertical lines were displayed, also the error e311 occurred. There was no report of patient injury associated with the event.